Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal injection vancomycin 2gm, once weekly for two weeks and injection fortum 1 gm for fourteen days (frequency and route not reported). At the time of this report the patient was recovering from this peritonitis event. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.